Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box revealed that the pump emitted a ¿low battery¿ warning associated with low battery voltage. The pump electrical current draws were tested and were confirmed to be within specifications. A low battery warning was induced during testing and the pump correctly recognized the low battery and emitted the appropriate warning.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that a low battery warning was shown when the pump still had two bars showing for the battery life on the home screen. During review of the pump's history, there were no low battery warnings; only low cartridge warnings were observed. The pump was reportedly emitting low battery warnings before the patient needed to change the battery, therefore the patient was aware of the issue and insulin delivery was not interrupted. However the patient stated that he has lost confidence in the pump and requested the pump be replaced.